Event description:
It was reported that during a routine generator change, the pulse generator exhibited loss of output. The dependent patient began to go asystolic. The device replacement procedure was completed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Confirmed normal battery depletion.